Event description:
It was reported that non-sustained rv oversensing due to intermittent post-paced t-wave oversensing was noted in the device. Programming changes were discussed but not made at this time. No patient symptoms were reported.